Manufacturer narrative:
The pump was received with missing segments due to cracked and bleeding lcd glass. The displacement test was unable to be performed due to missing segments. The pump was also received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window, and cracked reservoir tube.

Event description:
The pump was received with missing segments due to cracked and bleeding lcd glass. The displacement test was unable to be performed due to missing segments. The pump was also received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window, and cracked reservoir tube.